Event description:
It was reported that pump experienced a malfunction with a displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with pump reset, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if any malfunction code recurred.